Manufacturer narrative:
The referenced device was not returned for evaluation. No repairs have been performed on the device in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer 4k camera head ¿reports e221 camera problem during inspection before use¿ (patient was not under anesthesia). There was no more than a 15-minute delay as the hospital changed to another similar device to finish the laparoscopic surgery. No death, injury or harm was reported to olympus. The suspected device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and inspected by olympus. The customer's reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not determine if the phenomenon ¿e221 (scope communication error)¿ occurred due to failure of the device. The root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.